Event description:
Info received indicates the bed has no head up function. The issue has been isolated to the head cylinder leaking fluid.

Manufacturer narrative:
A new head cylinder was installed to repair the bed.